Event description:
Boston scientific crm received information that during the follow up visit on (B)(6), 2009 this pacemaker revealed one year longevity remaining. The device then declared end of life in (B)(6) 2010. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
On april 23, 2010, pharmacovigilance was notified of this incident. On (B) (6) 2010, baxter (B) (4) product surveillance was notified through a pharmacovigilance adverse event intake form that the colleague cxe triple channel volumetric infusion pump was involved in an event where a patient's blood pressure significantly dropped. Further investigation revealed that the device involved was product code 2m8163, (B) (4) which encountered failure code 500:320:658:0000. The biomed technician mentioned that while the patient was being prepared for a computed tomography (CT) scan and the pump was being unplugged to go with the patient, the knob that raises the intravenous (IV) pole was inadvertently pushed against the black stop button for more than 50 seconds due to the power cord being wrapped around the device while on battery power. Failure code 500:320:658:0000 occurred and the pump shut off. This happened while norepinephrine was infusing at a critical dose. Briefly, the patient's blood pressure decreased significantly while the pump was being switched to another pump. Two channels were running on guardian programs. The third channel was infusing a trauma medication but was not on the guardian program. The patient did not require hospitalization because of this event and has recovered. The biomed technician pressed the stop button to shut off the alarm sound, the device was checked and was in good condition before it was sent back to use. The device will not be sent back to baxter for evaluation. The customer suggested that perhaps baxter can make alterations in the design so that there is a lift up cover for the black stop button, so that it can still be accessed if needed but be covered to avoid the inadvertent shut off. The software version for this pump is unknown.

Event description:
The customer reported via the sales rep that during surgery, the surgeon was trying to adjust the angulation of the rod while connected to the instrument, the head of the instrument broke off. It is further reported that there was no adverse consequence. The sales rep further reported that there was no additional time added to the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)the device is not available for evaluation.